Event description:
The patient reported they had to replace a pod early because the infusion site on their arm was very swollen and painful. The pod had been worn between 4 and 24 hours. The patient stated they went to see their doctor who prescribed antibiotics. The patient further stated that the doctor said if the antibiotics do not work, they will send the patient to an infectious disease doctor, as it looks like methicillin-resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.